Manufacturer narrative:
Become aware date corrected to 13jan2021.

Event description:
It has been reported that the device speakers are not functioning properly.

Event description:
It has been reported that the device speakers are not functioning properly.